Event description:
It was reported that the device was explanted approximately after implant duration of 85 months, due to the deterioration of the tissue valve. No other details were provided. Information learned per response from surgeon.

Manufacturer narrative:
Device not returned.